Event description:
Country of complaint: (B)(6). Needle found to be detached from thread upon opening.

Manufacturer narrative:
Mfg site eval: complaint description: needle detachment during surgery. Samples received: 1 opened pouch. There are no previous complaints of this code batch. A (B)(4)units of this code batch were manufactured and distributed, there are no units in stock. Received one open and unused sample with the needle detached from the thread and the thread is still wound on the pack. Without closed sample (s) we cannot carry out a complete eval. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Needle attachment test results prior to releasing product for distribution were within specification. Final conclusion: not justified. Corrective/preventive actions: not applicable.